Event description:
It was reported that the patient experienced a lack of pain relief from the spinal cord stimulation (scs) system. The patient underwent a revision procedure in which the entire scs system was explanted. The patient is recovering without issue. The explanted devices will not be returned due to the hospital policy of not releasing contaminated medical devices.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion? Cx upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20070696, UDI: (B)(4). Brand name: linear? 3-6 upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 5112224, 5120408, UDI: (B)(4). Brand name: linear? 3-6 upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 19576400, UDI: (B)(4). Brand name: na upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 1097157, 7070116, 7073309, 7073237 UDI: (B)(4). Brand name: linear? St upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 19562248, UDI: (B)(4). Brand name: linear? 3-6 upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 19660475, UDI: (B)(4).